Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was less responsive. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had slower to rewind. The customer also stated that they received delayed low battery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. No button error alarm was noted during testing. No moisture or corroded keypad found. No flattened keypad noted. The keypad connector was inspected and locked on the lcd board. The pump passed the displacement, rewind, off no power and self tests and all operating currents tested within the specification range. No unexpected low battery alarms were noted. However, a corroded battery tube spring was noted.